Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). This device was out of service and replaced. The device is available for evaluation, no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). This device was out of service and replaced. The device is available for evaluation, no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A battery analysis found cathode debris that breached the anode layer causing an internal short. Analysis did identify any device characteristics that would have caused or contributed to the reported clinical observations.